Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The customer was asked to return zimmer skin graft mesher serial number 00101 for evaluation; however, at the time of the investigation, the product had yet to be returned. As such, no evaluation or repair of the device could be reviewed as part of the investigation. The product was not returned for evaluation or repair. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action. Requested but not returned by hospital.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer skin graft mesher had ruined the skin graft harvest. Event occurred during surgery. No additional event information is available.